Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on when prompted. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio observed that the device had been previously disassembled by the customer and not reassembled properly. Physio determined that the cause of the reported issue was that cable-mounted plug connector, designator p41 of the power to therapy pcb cable, was not locked into place on pcb-mounted jack connector, designator j41, of the power module. After reseating p41 to j41 the reported power issue was resolved. Physio then completed other, unrelated, repairs and after observing proper device operation through functional and performance testing the device was returned to the customer for use.